Manufacturer narrative:
This report is submitted on june 20, 2024.

Event description:
Per the clinic, a skin breakdown had developed at the implant site, exposing the receiver/stimulator. The patient underwent revision surgery on (B)(6) 2024 for the tissue rotational flap procedure, however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.